Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Replacement of the main circuit board would address the reported complaint. Device was returned to customer unrepaired due to the customer declined service. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.